Manufacturer narrative:
(B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump constantly alarmed for air in line, when no air was present (medication programmed amount and delivery rate unk). It was also reported there was no pt injury.